Event description:
Jim fassett was notified on 02dec2022 that the pull suture in sta001k separated from the medial button during surgery. It was reported that the medial button was through the fibula bone tunnel, but not yet in the tibial bone tunnel allowing the surgeon to retrieve the device enough to apply an off-the-shelf passing suture / needle that was rethreaded through the pull suture hole in the leading edge of the button. The sales rep reported that this did not cause a delay in surgery nor did it cause the patient additional harm. There are no pictures available and the device is not available for return.